Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Pump passed displacement test and self test. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board.

Event description:
Information received by medtronic indicated that the insulin pump¿s middle button did not work. Customer states the scroll bar is not moving with no input. Customer stated that there was a response from a button. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.